Event description:
Per the clinic, the patient developed an infection in the left ear following cochlear implant surgery. The patient was treated with oral and intravenous antibiotics; however, it could not be controlled. Subsequently, the surgeon explanted the device and debrided the granulation tissue around the implant site. The procedures was performed on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.